Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. All operating currents tested with in the specification range and passed off no power test. The device was received with stripped battery cap coin slot, cracked reservoir tube lip, and cracked case near display window corners noted.

Event description:
The customer reported via phone call that the battery cap was damaged and they were unable to remove it. The customer stated they had been trying to remove the battery cap for two days and blood glucose level had been over 600 mg/dl. The customer used a quarter, a knife and a screwdriver without success. The insulin pump turned off and the customer reverted to back-up plan. It was advised that the insulin pump would be replaced. The insulin pump was returned for analysis.